Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a stent damage occurred. The target lesion was located in a calcified unspecified vessel. A 3.50x20mm promus element plus drug eluting stent was used to treat the target lesion. Upon advancing the stent delivery system, it failed to cross the target lesion. So the physician pulled it back and it was found out that there was damage on the distal end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.